Event description:
Syringe found to be defective (slit/crack in side of barrel.) No other syringes found to have this problem. Medication splashed through crack into nurse's eye (heparinized saline). No injury to nurse.